Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied to the stomach on a bariatric laparoscopic procedure, the surgeon was able to pressed the green button and squeeze the handle but stapler was not able to fire. When firing the stapler presented a noise and could not perform the stapling. In order to complete the case, they had to replace the stapler and reload. There was no patient injury.